Event description:
It was reported that this right atrial (ra) lead exhibited a high pacing threshold alert due to lead dislodgement confirmed via chest x ray. This ra lead was explanted, replaced with the same model and will not be returned. No additional adverse patient effects were reported.